Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The pump has cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
Customer's mother reported a button error on customer's insulin pump. The alarm could not be cleared by pressing act and esc. The buttons are unresponsive. Customer's blood glucose is 130 mg/dl. The device was tucked in customer's pants. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.